Event description:
Upon firing the instrument, the force required to actuate the trigger was less than normal. As the trigger was squeezed to complete the firing, the lung tissue slipped from the jaws. Allegedly, no staples were deployed from the device and the pt lost approximately 300cc of blood. The surgeon converted to an open procedure to reinforce the application site with suture and applied another device to complete the procedure without further incident. Procedure: labectomy.